Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Unique identifier (UDI) #: (B)(4). Concomitant medical products: item # unk, baseplate, lot # unk. Item # unk, humeral stem, lot # unk. Item # unk, humeral tray, lot # unk. Item # unk, glenosphere, lot # unk.

Event description:
It was reported that approximately 2 weeks post right shoulder arthroplasty, the patient had presented with a loose feeling and was found to have a dislocation. A revision procedure was performed, in which the surgeon found that the surrounding soft tissue was failing to keep the shoulder stable. The humeral bearing was revised. Attempts have been made and no further information has been provided.